Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s screen became nonresponsive after the display assembly came apart, and the user requested a replacement; this aligns with a device problem of loss or failure to bond affecting the display component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a bonding failure involving the display. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.